Event description:
Reportedly, while in use on the pt, the audible alarms in the ventilator began to slowly decrease in volume until they were not audible. Please note that there was no pt injury in this case.

Manufacturer narrative:
Evaluation summary: the reported complaint was confirmed. The returned ventilator was plugged to ac power and pressed on/standby button. It was noticed that initial beep was not heard. In order to trigger the alarm, the pressure was set lower. "High pressure" alarm was immediately displayed; however, no audible alarm was heard. In order to trigger alarm, the circuit was disconnected from the ventilator. "Low pressure" alarm was displayed; however, no audible alarm was heard. A good known control panel was installed in the returned ventilator. Both visual and audible alarms functioned normally while verification testing. The operation verification procedure and all checks were performed; the ventilator passed all tests. The ventilator will be forwarded to the MFR for further analysis. Control panel.